Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use, a nurse dropped a bd ¿sharps container resulting in the lid coming detached and exposing used needles. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Results: bd did not receive any samples or photos from the customer in support of this complaint. After a review of our manufacturing records we can conclude that the product was manufactured achieving the in process inspection characteristics. As such the complaint can¿t be confirmed as the reason why the lid came off is not due to quality issues or deficiencies in the functionality. It is possible that dropping sharps collector with content inside be the specific reason why the lid came off. Once the product is used the weight of the product increases which may cause the lid to disassemble. A device history review was unable to be performed since the lot number is unknown. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. As per the data and root cause analysis it can be concluding that the product was manufactured achieving the in process inspection characteristics and because of that was released for shipment. The complaint can¿t be confirmed as the reason why the lid came off is not due to quality issues or deficiencies in the functionality. Unable to determine a root cause.